Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory found no anomalies. (B)(4).

Event description:
It was reported that the lead pin was not fully placed in in the connector port of the implantable cardioverter defibrillator (ICD) during implant of the lead. The lead was placed in the connector and the device remains in use. No patient complications have been reported as a result of this event.